Event description:
On (B)(6) 2013, it was reported that interrogation of the vns device showed a warning of "low impedance" with impedance value of less than 600 ohms. The patient's parents state that the seizures have actually been better and the vns magnet is working well. Per the parents, there were no recent falls; however, the patient has (rare) atonic seizures. The patient was last seen on (B)(6) 2013 and diagnostics showed the device was normal. X-ray images were taken and it was determined that the x-ray images showed the expected results of the vns. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the m302-20:(B)(4) lead passed all functional tests prior to distribution. No other information was provided. The x-rays were sent to the manufacturer for review; however, due to the format of the images, they could not be opened.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.